Event description:
On (B) (6) 2009, the lay user/reporter in (B) (6) contacted lifescan on behalf of the lay user/patient alleging the display was cracked on the one touch ultra link meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. There was no meter trauma. This complaint is being reported because the issue was not resolved through troubleshooting. The user denied that the patient suffered any injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.